Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that during a knee procedure, the surgeon used fast-fix flex curve and was able to deploy implant 1 and implant 2 without any resistance form the device but as he was pulling the suture to tighten the knot the whole suture came off, no ts were removed as they were left secure in the meniscus. The procedure was successfully completed with non-significant delay using a competitor device (true span). No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a knee procedure, the surgeon used fast-fix flex curve and was able to deploy implant 1 and implant 2 without any resistance form the device but as he was pulling the suture to tighten the knot the whole suture came off. The procedure was successfully completed with non-significant delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. A portion of the suture was returned without anchors and clean cuts. A functional evaluation was performed on the returned device and found the actuator and actuator tip functioned as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - clinical & impact codes).